Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 09-oct-2017 who reported that he had (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration for non -malignant pain and failed back surgery syndrome. It was reported that the patient¿s pump that was implanted in 2000 was replaced due to infection.